Event description:
A customer reported unexpected negative reactions with capture-r ready-screen 3 (crrs 3) on the galileo echo instrument. The patient has a history of anti-k. The sample was tested with a different lot of crrs 3 and reacted positive 3+.

Manufacturer narrative:
Review of images show there were 4 samples drawn from the patient. Initial testing was on samples from first two draws. Crrs3 lot r158: well 1 is k positive (kk) and wells 2 and 3 are k neg. Both samples resulted negative on the echo. Visually both samples appear weak positive in well 1 with reaction scores of 2 and 8 respectively. Wells 2 and 3 resulted negative, positive control resulted 4+. The second sample gave an equivocal result and was edited to negative by the customer despite visually appearing positive. The other two samples from the patient resulted positive with crrs 3 and with k positive cells on capture-r ready ID. Advised customer the first 2 samples appear visually (B)(6). Customers were instructed to visually review all negative reactions on echo in (B)(4).